Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via the return paperwork for the pump regarding a patient receiving intrathecal gablofen 500 mcg/ml at 59.35 mcg/day in flex dosing via an implanted pump intractable spasticity and cerebral palsy. The patient was in for a refill on (B)(6) 2017 and then experienced a low battery reset. The pump logs were provided last examined (B)(6) 2017 (last change (B)(6) 2017) showed a low battery reset occurred on (B)(6) 2017 and the pump was in safe state. The pump was turned to minimum rate mode and explanted on (B)(6) 2017. The patient¿s estimated elective replacement indicator (eri) was eight months. The decision was made to replace the pump. There was no patient injury and the patient recovered without sequela after the device was removed. A rotor and dye study were not performed. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2017-oct-13. It was reported that there were no symptoms related to the low battery reset and the patient's weight was also reported. There were no further complications reported/anticipated.

Manufacturer narrative:
The pump was returned and destructive analysis identified a high battery resistance. Result code 3233 and conclusion code 11 no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.